Manufacturer narrative:
The patient samples were returned for investigation. During the investigation, the original sample tested negative and the second sample recovered indeterminate with lot 156539. Both samples recovered weakly positive with lot 157034. The positive results with lot 157034 could not be confirmed by neutralization assay using surface extract from native toxoplasma. Further investigation revealed that the samples, especially the original sample, bind unspecifically in the assays. Based on the investigation, it was determined the samples seem to very likely have an interfering character. The results from neutralization assay experiments support the hypothesis for unspecific binding. An issue with recovery between the two reagent lots was ruled out since recovery of 200 blood donor samples revealed concordant findings even in the low concentration range with both reagent lots. No adverse events were reported.

Event description:
It was reported that a pta balloon detached from the catheter shaft while the device was being retracted through the introducer sheath. The introducer sheath was removed and it was observed that the pta balloon had remained lodged within the sheath. Another introducer sheath was placed and final angiography demonstrated suitable patency results of the treatment site. No patient injury.

Event description:
The user received a toxoplasma igg result of 0.4 with reagent lot number 156539. A second sample from the same patient tested on (B) (6) 2010, gave a result of 2.9 with reagent lot number 157034. The original sample was retested with reagent lot number 157034 and a result of 3.3 was generated. No units of measure were provided. No information was provided to determine if the discrepant result was reported or if the patient was adversely affected.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.